Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging recurrent dvt, occlusive thrombus within the left common femoral vein, occlusive thrombus within the right popliteal vein, occlusive thrombus within the superficial femoral veins, induced abortion, dilation and curettage (d&c) due to dvt/clot burden.¿ ¿[patient's] symptoms and injuries include, but are not limited to- leg pain and swelling, shortness of breath, occlusive thrombus within the left common femoral vein, right popliteal vein and superficial femoral veins, recurrent dvt, and induced abortion due to clot burden. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of dvt and thrombosis, an increased and progressive risk of migration and fracture causing serious injury and death. [Patient]is forced to live with the possibility that these complications can happen to him/her at any moment which has lead to severe fear, stress, anxiety and loss of enjoyment of life. Patient further alleges depression.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: deep vein thrombosis (dvt), occlusive thrombus, dyspnea, induced abortion, dilation and curettage (d&c), depression, fear, stress, and anxiety. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported dyspnea, induced abortion, dilation and curettage (d&c), depression, fear, stress, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, two other complaints for a different issue have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.